Manufacturer narrative:
Conclustion: damage to the reference electrode, likely caused by the repeated external impacts, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The child hit her head on the cabinet, however, did not get hit in the implant area. After some time she stopped hearing on the left side. The user was re-implaned.

Event description:
The child hit her head on the cabinet, however, did not get hit in the implant area. After some time she stopped hearing on the left side. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field damage to the reference electrode caused by the reported head trauma seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The child hit her head on the cabinet, however, did not get hit in the implant area. After some time she stopped hearing on the left side. Re-implantation is considered.